Manufacturer narrative:
Follow-up #1: date of submission 03/06/2016.device evaluation: the device has been returned and evaluated by product analysis on 03/01/2016 with the following findings: review of the black box data revealed unexpected interruptions of power dated (B)(6) 2016. On examination, the battery compartment was noted to be cracked from the threads down to the case seal. There was moisture corrosion inside the battery canister. A battery cap was not returned with the pump for investigation. A test cap was used to complete the investigation and was able to fit securely onto the pump. On investigation, ez-prime steps were performed correctly. The pump lost power during the 24 hour duration test. The power complaint was duplicated on investigation. A leak test was performed and revealed moisture leakage into the battery compartment. The pump was opened for further investigation and revealed moisture corrosion inside the pump on the continuous glucose monitoring module, the display screen and the power printed circuit board.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture inside the battery compartment. Reporter denied damage to the battery cap and battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.